Event description:
It was reported that there was no fluid flow through a large volume infusor. At the end of therapy, it was observed that ¿a large balloon of medication¿ remained within the device and had not been delivered to the patient. This occurred during patient infusion with 5-fluorouracil 4000mg in 230ml of dextrose water 5% at the rate of 5ml/hr. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1: initial reporter phone no.:(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information was added to h4 and h6. H4: device manufacture date - the lot was manufactured between september 19-20, 2024. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.